Manufacturer narrative:
UDI: (B)(4).

Event description:
During implant, the impedance threshold was high and out of range, the lead was repositioned several times, but the measurements were not in range. The lead was replaced with a non-sjm lead with good measurements. The patient is well.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.